Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of the embolization coil, the coil detached partially in the aneurysm and partially in the microcatheter. The coil was pushed into the intended area with a guidewire. There was no reported patient injury. The patient was reported to be good.